Manufacturer narrative:
Evaluation results: additional information received from the physician, indicated the patient has an undiagnosed allergy to acrylic. Biocompatibility results for the securement device found sensitivity levels to skin contact, to be negligible. A review of the historical complaint database for similar events found this is the first complaint of this type. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file #(B)(4).

Event description:
Supplemental MDR required for investigation results.

Manufacturer narrative:
Product request for return but will not be returned because it was disposed of this complaint is based solely on customer reported issue and is under investigation at this time there is not sufficient information to suggest that this is a manufacturing nonconformity. Manufacture reference #(B)(4).

Event description:
Customer reported reaction 2-5 days after application of new device. Reaction described as itchy red rash at contact points with device. Symptoms improved with removal. Doctor shared suspicion that patient has undiagnosed allergy. No further information provided at the time of this report.